Manufacturer narrative:
According to the customer, "the nebulizer is no longer producing the mist." The customer reported that they "went a few days without treatment." The customer confirmed that there was no serious injury or medical treatment required. The customer reported that they have received a replacement. No further information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the nebulizer is no longer producing the mist."